Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; inaccurate implant placement.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The third implant was incorrectly installed too inferior and was accidentally advanced into the retroperitoneal cavity. The implant was removed intraoperatively without further complications. The patient suffered no sequelae due to the procedure and is doing fine post-operatively.